Event description:
Customer reports tip placements checked by chest x-ray are inconsistent with readings provided by the vps rhythm. No patient harm reported.

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). Vps rhythm monitor s/n: (B)(6) with accessories was returned. A hugo service engineer performed the evaluation as documented in service report (B)(6) 20 jan 2022. A visual examination revealed the monitor enclosure is damaged. It was reported "tip placements checked by cxr inconsistent with readings provided by vps rhythm". A function test was carried out which the monitor passed without any faults. The lemo, stereo, and remote cables were all manipulated but no faults occurred. The monitor maintained a steady reading of 60bpm and all of the waveforms were consistent. The t-piece and stylet were performing as they should during the external test. The reported issue was not reproduced. No problem was found with the functionality of the returned monitor. A device history record review was performed and did not reveal any manufacturing or servicing related issues. The reported issue "tip placements checked by cxr inconsistent with readings provided by vps rhythm" was not confirmed by evaluation of returned vps rhythm monitor s/n: (B)(6) with accessories. A visual examination revealed the monitor enclosure is damaged. During functional testing, the monitor passed without any faults. The lemo, stereo, and remote cables were all manipulated but no faults occurred. The monitor maintained a steady reading of 60bpm and all of the waveforms were consistent. The t-piece and stylet were performing as they should during the external test. The reported issue was not reproduced. No problem was found with the functionality of the returned monitor. No further action will be taken.

Event description:
Customer reports tip placements checked by chest x-ray are inconsistent with readings provided by the vps rhythm. No patient harm reported.

Event description:
Customer reports tip placements checked by chest x-ray are inconsistent with readings provided by the vps rhythm. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.